Event description:
It was reported that on (B)(6) 2022 ,the package was found broken during inspection. It involved (B)(4). All devices have a sterility breach and all of the defects were found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of (B)(6) visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a hole/crack near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73c2200774 was manufactured on 03/22/2022 a total of (B)(4). Lot was released on 04/06/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Quantity of 258 devices were found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint. The device has not been returned for investigation teleflex will continue to monitor and trend related events.

Event description:
It was reported that on(B)(6)2022,the package was found broken during inspection. It involved 258 pcs. All devices have a sterility breach and all of the defects were found during the same inspection at the same time. The outer box was not damaged.